Event description:
It was reported that on: (B)(6) 2005: the patient presented with persistent lumbar pain post-operative exploration and instrumented fusion. The patient under went exploration of lumbar fusion l4 to sacrum with removal of internal fixation. Supplementation of lumbar fusion with bmp and allograft bone. As per op-notes, "the fusion mass was explored. It was intact on the right side; however, there was an area of suspected non-union on the left side between l4 and l5. The fusion mass was debrided bilaterally. At this time, fusion mass was supplemented on both sides with bmp and croutons of allograft bone from the bone bank." No patient complications were reported. On (B)(6) 2007: the patient presented with type 2 superior labrum anterior and posterior lesion, right shoulder joint. The patient underwent arthroscopic repair, type 2 labrum anterior and posterior lesion, right shoulder joint. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5, l5-s1 using rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of the fusion surgery, the patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.